Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow up, episodes of non-sustained oversensing and post-sensed t-wave oversensing due to premature ventricular contractions were noted on the device. The physician elected to adjust the patient's medication to resolve the event. The patient was stable with no consequences.